Manufacturer narrative:
The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
During evaluation by a third-party service center and after installation of a main circuit board, an astral device alarmed and the display did not turn on upon connecting to a power source. There was no patient involvement.